Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract with intraocular lens implant procedure the aspiration was not smooth and the phacoemulsification was poor. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The phaco handpiece was manufactured on may 31, 2018. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).